Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to use for hemodialysis therapy, three (3) units of polyflux 210h were observed to have cracks and leaked "when the nurse was connecting the external tube". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed three (3) products wet with the blood protection cap attached to the filter dialysate port. A leak test of the dialysate side of the product was performed and no leakage was observed. Furthermore, 10 companion samples were received, unused and in the original opened packaging. A leak test was also performed on the dialysate side of all 10 products, and no leaks were detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.